Manufacturer narrative:
Reporter phone number (B)(6) .

Event description:
It was reported that during ipg replacement for normal end of life on (B)(6) 2025, system diagnostic recorded high impedances on five extension contacts. Reportedly, the extension was also deformed and discolored. As a result, surgical intervention was undertaken on (B)(6) 2025, wherein the extension was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported observation of the system showing high impedances at the time of replacement was confirmed when referencing the associated ipg diagnostic logs. The root cause of the reported observation was not ascertained. The returned extension was cut into 2 segments, a header segment and a terminal end segment, during the explant procedure. Electrical testing of the extension header segment did not find any electrical opens. Electrical testing of the extension terminal end segment found all electrodes measured open. A high-resolution inspection did not find any open wires within the segment. Some wires were noted to have damage. It was also noted there were what appeared as bal-seal spring indentation makings on the terminal end lead body material between the electrodes. Also, the extension setscrew securing band and the active electrode next to it had setscrew torque markings indicating the setscrew had been torqued several times which would cause the electrodes to not be fully aligned with the bal-seal springs within the associated ipg header. When the bal-seal springs are not aligned with the extension terminal electrodes, high impedances can be observed, which would align with the high impedances on the contacts stated in the event details.